Event description:
Pump fails to shut off; since control iq update the insulin pump continues to pump insulin when blood sugars normal or low. When the insulin suspend is off, blood sugars have risen to 150-170's. "This upgrade/update is dangerous." Prior to the update the blood sugars were manageable with the pump.